Event description:
Customer reported via phone call that the buttons on the insulin pump were not working. Customer stated that the numbers were ramping up and the keypad was unresponsive. Customer's blood glucose reading at the time of the call was 188 mg/dl. Advised customer the product will be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keyapd traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.